Event description:
Technician was not paying attention and did not retract the needle completely before handling. Technician states that the needle was protruding through the safety shield. Technician experienced an accidental needlestick and was sent to a doctor for blood work.